Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. The on/off gasket was observed to be worn and was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did not observed any critical errors. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.